Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31 mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure during observation of the patient the pericardial effusion that was noted pre-procedure was noted to have grown in size. No intervention was performed at this time as the patient was hemodynamically stable. 3 days post procedure the physician made the decision to perform a pericardial window to help treat the pericardial effusion that was still present. 600 ml of fluid was drained from the patient and following the treatment they were doing well. 7 days post procedure the patient was fully recovered and was discharged from the hospital doing well.